Manufacturer narrative:
Results: the nose cone was returned detached from the handle body. Conclusions: evaluation of the returned handle confirmed the nose cone was detached from the handle body. During functional testing, the nose cone was re-attached to the handle body. The device was then tested using a handle test fixture and performed within specification. The root cause of the detached nose cone could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the cause of the nose cone detached from the handle body.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the hospital staff found the nose cone of a ruby coil detachment handle (handle) to be separated from the rest of the handle upon removal from the packaging and the nose cone fell on the floor. The damage to the handle was found prior to use. Therefore, it was not used in the procedure. The procedure was completed using a new handle.